Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that leakage occurred from a hole in the adapter tube during use. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: because the lot number was not available, it was not possible to review the device history record (DHR). However, all records from manufacturing lots are reviewed and ensure that products are released meeting all quality release specifications at the time of manufacture the complaint sample was returned for evaluation. The sample was evaluated by visual inspection and it was found that the silicon tube had a pin hole causing the tube to leak. Therefore, the reported condition was confirmed. A root cause analysis was conducted. A new mold-flow analysis was conducted on the current tool used to produce the device to understand its current state. It was confirmed that air bubbles were caused by a backflow effect. A corrective and preventative action was opened. Actions taken include tooling modifications being developed and a simulation was completed, which included an analysis of the modifications impact on the backflow condition. A quote was provided for modifications proposed to the tool. Actions taken at the manufacturing plant were that the process router instructions were updated and a tooling modification and validation was made. The supplier implemented an incoming 100% inspection and will conduct 100% visual inspection by referring to a visual control.